Event description:
Information was received indicating that during testing the pump exhibited a cassette not properly attached error. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: the device was returned to smiths/ICU medical. The "cassette not attached properly" problem was not duplicated. In mu mode, the device passed all functional tests. The event log showed multiple high alarms and displayed: cassette not attached properly. Replacing the downstream occlusion sensor was suggested as a preventative measure. (Updated h3 and h6) a manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.